Event description:
Scrub technician and md report that during laparoscopic appendectomy the stapler malfunctioned. Stapler was loaded per routine and the "clicking" sound was heard that indicates it had loaded. The surgeon would insert the stapler through the port, but when he attempted to staple the appendix, the stapler would fall off. Technician and surgeon attempted to load the stapler again two more times, however, it continued to fall off when attempts were made to staple the appendix. A new device was obtained.